Event description:
After storage, cracks all over the bag were noticed. The bag was filled with 100ml volume and stored in metal cassettes in liquid nitrogen. The product was not infused, patient engrafted after transplantation.